Event description:
It was reported that this device could not be interrogated. There was a message on the programmer that the patient information could not be retrieved. Next, the local representative upgraded the software and tried again. Now there was a message on the programmer that it was unable to find the device. A magnet reset was performed on the device and another interrogation was attempted. This time there was a message on the programmer stating it was unable to download the patient name. Technical services reviewed data downloaded from the device. Technical services found some telemetry time-outs and stated that the data was consistent with a device issue. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.